Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer believed the insulin pump was not delivering the basals. The insulin pump alarmed motor error several times during prime. The customer disconnected from the insulin pump. Customer's blood glucose level was out of control but an actual value was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.